Event description:
A healthcare facility in the netherlands reported, via a fisher & paykel healthcare (f&p) field representative, that the connector on the ventilator port of the expiratory limb of two 950a81 adult ventilator dual heated circuit kits were damaged during patient use. There were no patient consequences.

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit (950a81 circuit) is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. Method: the two complaint 950a81 circuits were returned to f&p in new zealand for investigation where they were visually inspected. Result: visual inspection of the complaint 950a81 circuits revealed stress cracks on the side of the connector elbows of the expiratory limbs and the tubing was torn. Conclusion: the nature of the damage indicates that the complaint 950a81 circuits likely came into contact with a solution containing alcohol. Our user instructions that accompany the 950a81 adult ventilator dual heated circuit kits state the following: do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. The two complaint 950a81 adult ventilator dual heated circuit kits are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the connector on the ventilator port of the expiratory limb of two 950a81 adult ventilator dual heated circuit kits were damaged during patient use. There were no patient consequences.